Event description:
It was reported that the 3.0 x 20 mm trek was used for pre-dilatation in the calcified mid right coronary artery (rca). It was inflated at 10 atmospheres (atm) without issue. During deflation, the balloon was noted to be deflating slowly, taking 30 seconds to completely deflate. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the trek balloon catheter noted blood visible in the guide wire lumen, on the shaft, balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends in the entire length of the hypotube. Difficulty to deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times. An indeflator, filled with gastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure (rbp) with no damage noted to the balloon and no leak noted to the catheter. The inflation and deflation times were taken and met manufacturing criteria. It is possible that the noted bends in the hypotube contributed to the reported deflation difficulties during the procedure as kinks or bends in the hypotube can obstruct the flow of contrast; however, as functional testing was unable to confirm the deflation difficulties despite the presence of the bends, it is likely the bends occurred during packing for return analysis. The analysis of the returned catheter was unable to confirm the reported difficulties and there is no indication of a product quality deficiency. A review of the lot history record revealed no nonconforming material records relevant to this reported complaint. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for deflation issues.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.